Manufacturer narrative:
As of 09/12/2019 aso has not received the returned product from consumer. Retained product of the same lot were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to report for further details.

Event description:
On the initial report on (B)(6) 2019 consumer reported used the bandages on her child's arm and product caused brown marks on her arm that look like a burn. On cir received on 09/05/2019 the consumer added the product caused blister on her (B)(6) year old daughter. Consumer stated took daughter to her doctor who treated and wrapped her arm.